Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Medical products: liner std. 32 mm i.d; p/n: 32673200501, l/n: 94001580 femoral head; p/n: 00902603400, l/n: 60499751 fem rev stem; p/n: 00902805000, l/n: 51067300 complaint sample was evaluated and the reported event was confirmed. Visual inspection of the head identified deformities and wear on the outer diameter, focused primarily on one side. The deformities included dents, dings, scratches, and gouges. The inner taper of the head revealed similar deformities and wear from use, implantation, and explanation on the stem. Damage was too severe to allow for dimensional analysis. Review of operative notes the patient underwent revision of the left total hip due to poly wear with subluxation. Upon opening the hip, the poly was inferiorly subluxed and the head was superiorly subluxed. Review of x-rays revealed asymmetric position of the femoral head within the acetabular cup, consistent with polyethylene wear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03641 - 1 0002648920 - 2018 - 00846 0001822565 - 2018 - 06631.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown. Item number: 9026-34, item name: femoral head 32 mm diameter long 14 mm neck length, lot #: 60399751. Item number: unknown, item name: unknown stem, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to liner wear approximately 7 years post-implantation. Head and liner components were removed and replaced. Upon receipt of the liner, it was fractured in multiple pieces. Attempts have been made and no additional information is available at this time.